Manufacturer narrative:
(B)(4). Final analysis found that the insulation was crushed at 17.0 cm from connector pin which damaged the outer coil and all filars were fractured in this location. The damage sustained resulted from clavicular crush. (B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited high impedance and intermittent capture. It was noted that three months prior, the patient fell. The patient was asymptomatic, so they did not go to clinic to report the event. The lead was explanted and replaced. No further information was reported.